Event description:
Reporter indicated that vns pt underwent revision surgery because the implant wound was not healing properly and started to reopen. Further follow up revealed that the pt had fallen ten days post-implant and sustained trauma to the left chest and the generator pocket area. The pt subsequently developed a large seroma that began to drain spontaneously. Oral antibiotics were prescribed as a precaution. One week later, the seroma was aspirated. The pt was reportedly doing well following the aspiration until it was noted that there was some disruption of the wound and the generator was visible at the wound base. There was no evidence of infection or sepsis. Revision surgery was performed during which the wound edges were debrided and the generator was repositioned after copious irrigation with antibiotic solution. The pt is reportedly doing well following the revision surgery and the event is reportedly resolved.